Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of anal incontinence ("extreme trauma to her bowel / lose bowel control") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced anal incontinence (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the anal incontinence was resolving. The reporter considered anal incontinence to be related to essure. The reporter commented: she did not have a problem with the coils. Essure caused her to lose bowel control and she was in depends. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was described in patient¿s medical records:anal incontinence incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.